Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike port cover of three (3) exactamix 1000 ml eva tpn bags fell completely off. This was noted by the patient prior to use of the bags. There was no patient injury or medical intervention associated with this event. No additional information is available.